Event description:
It was reported that during a da vinci surgical procedure, the potts scissors instrument did not close all the way. The planned surgical procedure was completed. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both of the tips were bent at the midpoint. The tips should be straight; however, they were bent right at the indentation on the blades. Bending was likely due to applying force normal to the grip. There were indentations on the blade where the bent occurred, which can also prevent the grip from closing together. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following damages, which were not reported: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. There was a scratch mark at the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.